Event description:
It was reported that there was a volumetric difference greater than 6%. The problems were found when the rental was returned during the usual restocking checks and annual preventive maintenance. There was unknown patient involvement. Analysis found the expulsor was too high.

Manufacturer narrative:
H3: one device was returned for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection of the device found the dso seal was coming off and a crack was starting in the battery compartment. Functional test was performed for flow accuracy and failed. The reported problem was partially duplicated, as the client reported volume difference greater than 6%, but only 3.348% was observed during testing, which was still nonconforming. The dso seal and battery compartment were replaced. The cause of the primary problem was reported to be the expulsor being too high. The expulsor was trimmed to correct primary problem.